Event description:
(B)(4): it was reported that the glass of the in-light camera cover was allegedly cracked when being washed. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The camera covers involved in this report have not yet been returned for eval. Additional investigation is ongoing. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Eval summary: the glass of the sterilizable in-light camera covers was reported to have shown signs of cracking. Samples of these cracked camera covers from previous reports have been returned to the MFR and visually evaluated although the camera covers involved in this particular event have not yet been returned. Furthermore, a stryker engineer visited a customer account for additional eval regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no pt involvement and no report of any adverse consequences to the pt or caregiver. This is not a single device.